Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device is not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection 5 months post implant procedure. The patient was hospitalized and the device was explanted. Follow up report indicated that the patient is recovering well. Prior to the infection, the patient was receiving great pain relief from the hf10 system. The patient is looking forward to reimplant after the recovery.